Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation. The line cord and pole clamp were damaged. In addition, the tank cover was cracked and the pump was noisy during operation. The investigator filled the tank with water, attached the temp check, plugged in the line cord, and turned on the power switch. The customer reported problem was replicated. A test board showed that the existing speaker on the pcb was bad. This product problem was the result of normal wear and tear. No repairs were made due to the age and condition of the device. The unit was determined to be beyond economical repair and was therefore scrapped.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had no audible alarm. No adverse effects were reported.